Event description:
The date of event is unk. It was reported to boston scientific corporation on (B)(6), 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure. According to the complainant, during the procedure, the device pull wire was broken after taking 2 biopsy samples. The procedure had been completed and no add'l device was required. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received fro analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).